Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 33 mmol/l which was treated with an insulin pen. Customer¿s latest blood glucose level was 12.4 mmol/l. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The cannula was bent. Customer stated that the high-pressure test passed. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.